Event description:
The customer reported that their device would no longer power on. There was no patient use associated with the reported failure

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed power pcb assembly was further evaluated and the cause of the reported failure was determined to be an electrically damaged integrated circuit chip, designator u5.